Event description:
20 gauge v-cath PICC catheter was inserted on 3/30/99 in right arm. On 4/2/99, PICC was noted by cna to be broken. The cns was called to repair PICC and found that the catheter was no longer sticking out of arm. A tourniquet was placed on upper arm and an x-ray showed the PICC line in soft tissue of arm. Dr took the pt to or stat to remove the remnant PICC. The catheter broke at the 0 cm marking. 50 cm of tubing was recovered.